Event description:
The pt had a left side implantation of a port and catheter on 8/29/95. Prior to the third dose of chemotherapy on 10/7/95, the nurse had difficulty flushing the line. The pt experienced pain that night and sought treatment. An x-ray showed a portion of the catheter in the left innominate vein and extending into the svc. The fragment was successfully retrieved in the radiolgy special procedures dept. Using a snare.